Manufacturer narrative:
Manufacturing site evaluation: on-going

Event description:
Country of complaint: (B)(6). During cervical anterior fixation, screws malfunctioned. It was reported that the spring inside the screw sprung out ot the screw during screw removal. The screw head broke apart and the surgeon was unable to use the removal instrument. The screw was removed successfully using a pair of forceps. There have been 10 screws reported with multiple lot numbers; lot number of the defective screw was not reported. One medwatch report is being filed for each lot number. The plate in use (fj779t / abc cervical plate 10 hole ta 76mm / lot number 51215278) is an involved component. All devices reported under medwatch reports: 3005673311-2016-00068 (qty (B)(4)), 3005673311-2016-00069 (qty (B)(4)), 3005673311-2016-00070 (qty (B)(4)), 3005673311-2016-00071 (qty (B)(4)), 3005673311-2016-00072 (qty (B)(4)), 3005673311-2016-00074 (qty (B)(4)).

Manufacturer narrative:
Investigation: the item was inspected visually and microscopically. The item showed traces of wear and a botched hexagon. Batch history review: the device history files has been checked and found to be according to our specification valid at the time of production. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of this failure is most probably user related. Rational: we assume that the most probable root cause for this appearance of damage is slant adapted screw driver. This leads to overload forces at the petal sockets where fracture plane is. A further evidence for this assumption are the wear traces and imprints of the screw driver in the hexagon. No CAPA is necessary.